Event description:
Device returned to manufacturer with report of "2003 - after implant in december. Patient went through withdrawal - withdrawal not receiving." The device was explanted. Repeated requests for additional information have been made to hcp - requests have not been answered. A follow up report will be sent when additional information is received.